Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related failures. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further action is required. Probable cause may be a component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. Medical review: the case reports that the wound needed to be repaired so an additional surgery was scheduled. No relevant clinical medical information can be provided to conduct a thorough medical assessment. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. However, wound dehiscence is not considered a foreseeable harm for traditional npwt. Should any additional clinical information be provided this complaint will be re-evaluated. Documentation reviews: the manufacturing records show no evidence that the product did not meet the specification at the time of manufacture, there was no observed deviations or nonconformance's. A complaint history review found other. Related events, with no open or closed escalation actions within the scope of this case. No adverse trend has been observed. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. Risk files reviewed have determined that wound dehiscence is not considered a foreseeable harm for traditional npwt. Therefore, based on the information available to date, wound dehiscence will not be considered for inclusion. There are multiple failure modes are confirmed recorded within the risk files resulting in false alarms. Post mitigation risk rating are low, and it was confirmed there is no impact on the risk file ratings. The probable cause remains unknown, factors include that the device alarmed as designed to alert the user that it has detected a blockage within the system. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.

Event description:
It was reported that the patient has had the same pump for the past 7 weeks but on (B)(6) 2020 the device displayed a blockage/full canister alarm. The patient checked the tube for kinks, changed the canister which barely had any drainage and had the dressing changed on (B)(6) 2020 by his surgeon and performed other troubleshooting steps but the issue was only solver for a moment. The patient also stated that when the surgeon changed the dressing it was noticed that the wound needed to be repaired so the patient was schedule for surgery on (B)(6) 2020. No further information is available.